Manufacturer narrative:
As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp in a patient for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced distal limb ischemia. The impella cp device was removed to resolve the distal limb ischemia.